Event description:
The manufacturer received information alleging that the device emitted smoke from the filter cabinet during use. Additionally, the power plug was partially melted. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.